Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 5 had an issue. Bin 2 was observed to be pressed against the door panel, causing too much pressure for the door to open due to a med jam. Medication was found behind the bin. A field service engineer removed the medication from the bin to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the door 5 latch was clicking. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.